Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) parasites on screen, we see nothing, there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site postal code: (B)(6). Additional point of contact : name and phone number : (B)(6). Occupation: technical nurse. A getinge field service engineer (fse) evaluated the iabp unit and found unstable and scrambled screen. To fix the issue, white cable video connectors were repaired and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.